Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 625 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus. Customer required third party assistance delivering a bolus. Tandem technical support instructed contact how to administer a bolus via the pump to the customer as the customer was currently laying flat due to stomach pain and unable to administer the bolus. Contact declined further troubleshooting.